Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) was showing an "iabp may require maintenance" message. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : d9 , h6 ( type of investigation , investigation conclusions ) , h3

Event description:
N/a